Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she had surgery on (B)(6) and they didn't give her a new ptm (personal therapy manager) at that time. She was told to call the manufacturer. She stated that during the procedure they moved the pump from her back to the front by her rib cage. When the patient started getting sick before the surgery, they thought the "line was clogged". Additional information was received from a company representative who reported that the patient only had the catheter replaced during the procedure and not the pump, so the patient would not get another ptm. The company representative also stated that they had clarified with the office that the patient still had her ptm, but the healthcare provider disabled it after the catheter was replaced. The pump was also used to deliver fentanyl, dose and concentration not reported. The indication for use was spinal pain. No further complications were reported or anticipated. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 12-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 15 mg/ml concentration at 8.4 mg/day via intrathecal drug delivery pump for unknown indication for use. It was reported that no pain relief from pump, catheter appeared to be cut at spinal area. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The rep attempted to aspirate cerebrospinal fluid (csf) from catheter access port (cap) without success. Catheter was replaced. Customer discarded the explanted devices. At the time of this report, the issue had resolved and patient status was alive- no injury. No further complications were reported.